Event description:
It was reported that a 36-year-old asian female patient underwent a breast augmentation revision surgery with a right-sided 450cc mentor memorygel breast implant and a left-sided 475cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of the right breast prosthesis, which was confirmed via ultrasound. The patient reported experiencing pain, swelling, and a change in the shape of her right breast. The patient was also diagnosed with baker grade IV capsular contracture of the left breast. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-15723 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, mentor received additional information. Mentor became aware that the patient's implants were replaced with 550cc mentor memorygel breast implants. Manufacturer's reference number: (B)(4).